Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: product was not returned. Reviewing received picture, the plate breakage can be confirmed. The breakage point is near the etching of the article number. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: a device history record (DHR) review was conducted: part number: 441.622, lot number: 4l96766, manufacturing site: mezzovico, release to warehouse date: 17. June 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent calcaneus surgery to implant ti locking calcaneal plate. During the procedure while molding the plate, the plate broke. No further information is provided.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. PMA/510k: device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent for calcaneus plates - calcaneus surgery -when doctor begins with the molding of the plaque, and subtly performs it but plaque is fatigued. It was unknown if surgery completed successfully without delay. The patient outcome was unknown. This is report 01 of 01 of (B)(4).